Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to global instability of the knee joint. The poly insert was exchanged.